Event description:
During a surgical procedure the table moved upright with pt on it. Pt was intubated. When table moved the intubation tube came out of pt. None of the controls would work on the cysto-table. Employees were able to lower pt down to floor. Pt was reintubated and moved to another operating room.